Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent proxi catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent" proxi was selected for a thrombectomy procedure in the fistula. Aspiration was initiated inside the body. However, mid procedure, a connect to flush bag error was displayed and fluid was noticed around the aspiration bulb. The catheter was removed and discarded. The procedure was completed with an angiojet solent omni catheter. There were no patient complications and the patient's condition was fine.